Event description:
An oxygen blending module board that was replaced during service of a ventilator, was returned to the manufacturer's product investigation laboratory for further evaluation. During the evaluation of the board at the manufacturer's product investigation laboratory, test steps failed due to faulty u28 and u29 sensors. The board was scrapped.